Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was successfully capped and replaced. The patient tolerated the procedure well and was in stable condition post surgery.